Event description:
Reporter indicated a patient had high lead impedance with vns diagnostics testing at an office visit. The reporter was advised to disable the vns, but it has not been confirmed that this occurred. The patient had no trauma and does not manipulate the vns. X-rays were performed, but the results were not provided. The patient is not experiencing any adverse events as a result of the high lead impedance currently. The plan of care has not been decided, but may include vns revision surgery or disabling the vns and observing the patient clinically.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.